Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) had electromagnetic interference (emi) on the atrial channel. A follow up with the patient's healthcare provider yielded that the patient's device was checked and no intervention was performed. The device remains in use. No patient complications have been reported as a result of this event.